Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead was explanted due to the inability to no longer capture the myocardium. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been explanted and not returned. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if any additional information is received.